Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 04/19/2017 with the following findings: evaluation revealed that the cgm history shows ¿cs206¿ cgm transmitter out of range warnings on (B)(6) 2017. ¿cs206¿ warning is defined as pump and sensor/transmitter are not within 12 feet of each other. The abb cover is torn , but abb is properly responsive. A test transmitter was paired with the pump correctly. Bg calibration of 120 mg/dl was accepted in both attempts within 2hr. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No¿cs206¿ warning or any eaw occurred during the investigation, unable to duplicate ¿cs206¿ complaint. Battery compartment is cracked from threads on the side. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 04/19/2017.